Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one week and the pump alerted low battery. The customer's blood glucose reading was 300 to 500 mg/dl at the time of incident. Troubleshooting found that the customer uses excessive button pressing and does not do daily set rewinds. Customer was advised to clean the battery cap with dry cotton swab and that a new battery cap would be mailed to them and to call back if the cap does not resolve the issue.